Manufacturer narrative:
Product event summary: a partial delivery system was returned and analyzed. The lumen of the delivery system was torn. There was a m echanical problem with the outer shaft of the delivery system. The analyst noted a partial delivery system was returned without the device, tether, and tether pin. The outer shaft was flattened at 6 cm from the distal end of the delivery system. The tether could not be analyzed as the tether and tether pin were not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6). D9:  no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperative the leadless implantable pulse generator (ipg) exhibited rising thresholds and high thresholds after multiple deployment attempts after the tether of the delivery system was cut. It was reported that thermal degradation was considered to have occurred due to prolonged insertion in the body. In addition, considerable deflection operation and compression of the myocardium occurred during the placements, resulting in extremely poor operability. The delivery system was removed from the body and shaping was performed, but it could not be returned to its original shape. The ipg was removed with a snare and a second leadless ipg system was implanted after multiple deployments. It was reported that second ipg could not be smoothly retracted into the device cup after one of the deployment attempts. When the ipg system was checked outside the body, a relatively large foreign substance was found attached to the retrieval head. Upon inspection, the foreign substance was confirmed to be part of the tricuspid valve (one out of three leaflets). Monitoring was continued using vitals, echocardiogram, and intracardiac echocardiogram, anticipating severe tricuspid regurgitation (tr), but no changes in vitals were observed. Although tr increased somewhat, it was not extremely severe, so the procedure was continued. After confirming good values, the procedure was completed successfully. Follow-up with echo was performed, but severe tr was not observed, and the patient was put under observation based on the physician¿s judgment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.